Event description:
(B)(4). I had severe abdomen pain and rectum pain. I went to my family doctor and she then sent me to a gynecologist (not the same doctor who preformed the essure surgery). The gynecologist evaluated me and decided I needed my left ovary and fallopian tube removed. On the day of that surgery he encountered that the essure device had expelled out of my left fallopian tube and embedded between my uterus and colon. He had to call in an additional surgeon to help pull it out of my colon and hope that it did not puncture the colon. I was off work, several days off and on. Prior to this surgery, encounter several medical bills, was denied short term disability for the time off for recovery and I continually stress about the right side device still implanted in my body. I have doctor's letters stating what I have mentioned above but do not know how to insert - please contact me at (B)(6) on how I can include all my background information. Thanks